Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 3 centimeter inaccuracy after the spin. The surgeon tested accuracy by touching the screw on the spine clamp, the screw was placed on c2, however, showed being on c1. The surgeon opted to discontinue the use of the navigation system to complete the procedure. Noted was that the site suspected frame movement to have caused the inaccuracy. There was no delay in the procedure.